Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "the breast implant had to be removed, especially as there was a risk of cancer. An ultrasound was performed, bland scar conditions were found the breast implant. The implant were sonographically tight but it was remarkable that the implant on the right side showed traces of fluid up to 0.6 cm wide, which caused pain". This relates to the right device. Device has been explanted.